Event description:
Penumbra cat rx kit indigo system partially broke off inside of patient. Broken piece was retrieved from inside of patient. Flat plate x-ray obtained. Ref catrxkit, lot: f00008149. No harm to patient. No concerns as we were able to retrieve and remove the entire item percutaneously. While this is a known complication of any procedure involving intra-vascular devices (retained sheaths, wires, etc), it is not one that I knew to exist with this specific device. Difficult to assign cause. Rep was present and did not think we had done anything incorrectly.